Event description:
Additional information was received indicating that after just one year the device was explanted and replaced due to premature battery depletion (pbd). No adverse patient effects were reported.

Event description:
Boston scientific received information that the physician complained of an accelerated depletion of the battery status. Technical services (ts) confirmed the abnormal power readings and noted the memory data indicated daily power fluctuations that have gradually increased to the current power reading. Ts advised the device be replaced and returned for detailed analysis. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Additional details are expected, and this report will be updated upon receipt.